Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unknown), the device failed to discharge. Complainant indicated that the pt subsequently expired. Complainant indicated that during subsequent testing, the device displayed a "defib pad short" message.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.